Event description:
It was reported that the coating of the guide wire flaked off prior to operation. Solution is to replace it with a new guidewire. Per additional information via email from ibc on 09may2023, the product was not used on the patient.

Manufacturer narrative:
The reported event is confirmed caused unknown. The product was not used for patient treatment. The device had not met specifications. A nitinol guidewire was returned in open packaging. The guidewire was observed guidewire under microscope at 15x and 25x magnification and the core wire could be seen protruding from the side of the jacket close to the tip of the wire. No evidence of flaking was present. No other nonconformities were observed. A potential root cause for this failure is "improper material selection/geometry". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "the bard® guidewires instructions for use: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the coating of the guide wire flaked off prior to operation. Solution is to replace it with a new guidewire. Per additional information via email from ibc on (B)(6) 2023, the product was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.